Event description:
It was reported that "diluant" leaked from the bd integra¿ syringe with detachable needle and down the vial when pushing it into the vial of "shingrix" during use. The following information was provided by the initial reporter: while using this syringe she pulled the diluant to mix with the shingrix and she has to push the diluant into the vial of shingrix when she pushed part of the diluant went in the vial and other went down the side of the vial. We think this is a syringe malfunction. She made sure that it was screwed on tight and everything and it was. So in effect it ruined the shingrix because there is no way to know how much made it in the vial.

Manufacturer narrative:
Additional information was provided by the customer. The following fields have been updated: b.3. Date of event: (B)(6) 2020. G.4. Date received by manufacturer: 2020-03-13.

Manufacturer narrative:
H.6. Investigation: one loose 3ml integra syringe with the needle retracted was received and evaluated. It was observed there was a small amount of clear fluid between the threading and a small string of plastic extending from the hub. The leakage was rejectable per product specification. A potential root cause for the leakage at luer defect may be associated with the assembly process. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9144636 is considered in compliance with our product specification requirements. H3 other text : see h.10.

Event description:
It was reported that "diluant" leaked from the bd integra¿ syringe with detachable needle and down the vial when pushing it into the vial of "shingrix" during use. The following information was provided by the initial reporter: while using this syringe she pulled the diluant to mix with the shingrix and she has to push the diluant into the vial of shingrix when she pushed part of the diluant went in the vial and other went down the side of the vial. We think this is a syringe malfunction. She made sure that it was screwed on tight and everything and it was. So in effect it ruined the shingrix because there is no way to know how much made it in the vial.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "diluant" leaked from the bd integra¿ syringe with detachable needle and down the vial when pushing it into the vial of "shingrix" during use. The following information was provided by the initial reporter: while using this syringe she pulled the diluant to mix with the shingrix and she has to push the diluant into the vial of shingrix when she pushed part of the diluant went in the vial and other went down the side of the vial. We think this is a syringe malfunction. She made sure that it was screwed on tight and everything and it was. So in effect it ruined the shingrix because there is no way to know how much made it in the vial.